Manufacturer narrative:
Sanofi company comment 15-mar-2019. This case involves a patient who experienced localized inflammation after receiving synvisc..based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Localized inflammation [injection site joint inflammation] ([joint pain], [joint swelling]). Case narrative: initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from health authorities of united states from a pharmacist. This case involves a female patient who experienced localized inflammation with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown). On (B)(6) 2018, she experienced localized inflammation (latency: unknown) which included pain and swelling, following her hylan g-f 20, sodium hyaluronate injection. Action taken: unknown. Outcome: unknown. Seriousness criterion: medically significant. A product technical complaint was initiated and results were pending for the same.

Manufacturer narrative:
Sanofi company comment 18-mar-2019. The follow up information does not change the previous assessment of the case. This case involves a patient who experienced localized inflammation after receiving synvisc. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Localized inflammation [injection site joint inflammation] ([joint pain], [joint swelling]). Case narrative: initial information received on 12-mar-2019 regarding an unsolicited valid serious case received from health authorities of united states from a pharmacist. This case involves a female patient who experienced localized inflammation with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2018, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication, batch: unknown). On (B)(6) 2018, she experienced localized inflammation (latency: unknown) which included pain and swelling, following her hylan g-f 20, sodium hyaluronate injection. Action taken: unknown. Outcome: unknown seriousness criteria: medically significant a product technical complaint (ptc) was initiated on 18-mar-2019 for synvisc. Batch number: unknown; global ptc number: 57726. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information received on 18-mar-2019. Global ptc number and its results were added. Text amended accordingly.